Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that after insertion of the implantable cardiac monitor (icm) in the patient, there was no telemetry with the programmer and it could not be interrogated. A second programmer was attempted and still no telemetry. The icm was not used and a new one was implanted without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis confirmed that the save to disc file revealed the device incurred many crystal errors and the device was able to establish telemetry as observed by the lab. No new crystal errors were observed during additional analysis. The cause of the field-reported no-telemetry condition could not be determined. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.